Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred under the sensor pod. The sensor was inserted into the abdomen. The skin reaction consisted of itching, burning, rash, redness, inflammation, weeping, blisters and pustules. The patient saw her doctor the day after the reaction started and was prescribed keflex 500 mg every 12 hours for 10 days, which helped. At the time of the report the site was still red, itchy, and weeping amber colored translucent fluid; five days after the patch was removed the area was starting to heal and scab over and was no longer weeping. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.